Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: during the case the white part of the obturator broke off. The part was found before the wound was closed. The piece was retrieved. No bleeding occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes. No patient injury was reported.